Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the indicated phenomenon was not reproduced at the repair department. However, it is possible that water penetrated from the pinhole on the cable temporarily and poor communication occurred temporarily, and then noise on the image occurred temporarily. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the image was poorly displayed while using the visera video system center otv-s7v camera head. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed noise on the image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
E1: (B)(6) hospital. The device was returned to the olympus service center for evaluation and the customer's reported issue was not confirmed. Additional evaluation findings: defective pixel; due to a pinhole on the cable, water tightness was lost; the cable was twisted; and the connector was cracked. Additional details relating to the patient and the event have been requested; the customer stated this information was not available or unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.